Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Rvdr01 implantable pulse generator 2013-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found, the proximal conductor had blood, the outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that within two weeks of implant, the right ventricular lead had high threshold and was noted to be pulled back. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.